Event description:
The customer called to report high blood glucose levels throughout the day. The customer reported a blood glucose reading of 330 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. The customer agreed to take a replacement insulin pump during the upgrade process.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.